Event description:
A physician successfully deployed and retrieved the emboshield; successfully positioned and deployed the xact into the left internal carotid artery. Post procedure, the patient experienced a seizure and right sided hemiparesis. It was reported that in one week the patient had full recovery in the right leg and partial recovery in the right arm.

Manufacturer narrative:
Not able to perform device inspection or device history record review in this case.